Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that button was not responding. Customer¿s blood glucose was unknown. Customer mentioned that insulin pump had unexplained and no delivery alarms while priming the insulin pump. Customer stated that insulin pump had low reservoir warning. Insulin pump will not be returned for analysis.